Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. There were no other electrical anomalies. No intervention was performed. The lead remained implanted.